Event description:
Customer reports that while attempting to upload to carelink, she received a spanish anomaly alarm. Customer also received a low battery alert and no delivery alarm. Customer reports that no delivery was due to reservoir needing to change. Customer's blood glucose was 130 mg/dl. After batteries were changed, customer was able to upload to carelink. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.